Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description:infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and midline sites. Patient¿s symptoms include fever and chills. Antibiotics were prescribed. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure.